Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient needs an MRI and that the device system was removed on the week before date notified. However, during the procedure the lead broke so the electrodes and part of the wire remain in the patient. There were no patient symptoms related to this event. Indication for implant is unknown.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2016-02446. Additional review indicated the correct manufacturing site was site (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient wanted the implant out and there was no other reason for the system being explanted. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.